Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for thirty days. No gain on time clock or time clock reset noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had time clock anomaly. Customer¿s blood glucose level was 198 mg/dl at the time of incident. Customer states the gain is greater than 1 minute per week. Customer stated that at the end of the month it would be approximately 10 minute gain. The insulin pump will be returned for analysis.